Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages/arrhythmia alarms/service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. Additionally, the esd 500 component was defective on the distribution node (dn) pca. The root cause for the strained cable was excessive force. The root cause for the damaged esd 500 was unable to be positively identified. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective u611 component on the computer/analog board. The root cause for the defective u611 component could not be positively identified. No adverse event resulted from the defective monitor. Manufacture dates: electrode belt: 8/1/2018. Monitor: 8/25/2014.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the patient was experiencing frequent add gel messages in the absence of a prior gel release, and a service code 204 (belt/monitor unusable).